Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ i.v. Catheter 22ga x 1.25in (0.9 x 32 mm) (vialon e) experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: after placing the needle into the vessel, the hcp attempted to advance the catheter but could not advance it normally. The hcp then withdrew the catheter and checked it, and found that the needle was bent.